Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain out from the foley catheter during pretest.

Event description:
It was reported that sterile water did not drain out from the foley catheter during pretest. Per notification from investigator on (B)(6) 2024, stated that asymmetrical balloon found during sample evaluation.

Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first one showcases the two-way catheter and water syringe, the second one shows the deflated catheter ballon and tip. The last two photos show the catheter cap and tray label. Also received 1 all silicone foley catheter with syringe. The catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) with no issues, however balloon concentricity was observed to be 90:10. The returned syringe was connected, and it passively deflated in 56 seconds with no issues or cuffing. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. The reported event is unconfirmed a labeling review is not required. Correction: dh11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.